Event description:
The patient presented to the ed in respiratory failure. A diprovan drip was started at 5mcg/kg/min via a left upper arm PICC. At 1411 it was noticed that 75 percent of a 100cc bottle had already infused. The patient's blood pressure was 51/25. The diprovan was stopped and the patient received normal saline bolus. Approximately half an hour later, the patient's bp was 96/42 and continued to improve with more ns. The pump was sequestered in biomed. Biomed was holding the pump and waiting for the software and cable to download the event history. See test section for further info/findings on the pump.